Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in mildly tortuous left carotid artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for post-dilation after stent placement. However, during initial inflation at 5 atmospheres within 10 seconds, the balloon ruptured. The entire balloon was all removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and no effect on the patient.